Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the likely cause lot performs as expected for this product. Return testing was not completed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 27541ud03 and the complaint issue. The overall performance of architect b-hcg reagents was reviewed using worldwide field data. The median value of the complaint lot is within the established limits and comparable to historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no general issue with the architect b-hcg reagent lot identified in this complaint.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a physician questioned a false elevated architect total b-hcg result for one patient. On (B)(6) 2021, the initial result in question was 2239.94 miu/ml; the repeat result on (B)(6) 2021 was 3.63 miu/ml. The result of the re-examination of the (B)(6)2021 sample was 4.62 miu/ml. No impact to patient management was reported.